Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer was not closed during the refill and emitted a burning smell. A field service technician retrieved a spare half-height drawer and replaced it to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system, the drawer did not close during refill and had a burning smell. During the device inspection, a field service engineer found that the half-height drawer solenoid was engaged throughout the entire time that the drawer was accessed, which prevented the drawer from closing and led to a crowbar power event. The customer reported that there was a delay in patient care due to this issue. There were no adverse events or injuries reported based on this event.